Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had randomly turned off for no reason and insulin pump did not turn on for ten minutes. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had battery compartment threads dulled down to the point that it becomes difficult at times to twist on battery cap and smell of insulin coming from the reservoir compartment. The insulin pump will not be returned for analysis.